Manufacturer narrative:
Insulin pump was received with a cracked battery tube threads and a cracked case corner of the belt clip rails near the battery compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.